Event description:
It was reported that the procedure was to treat a lesion located in an unspecified artery. After puncture, there was unsuccessful radial access with a 0.035 guide wire, therefore, a hi-torque .014 bmw guide wire was used. During advancement, resistance was felt in the radial artery of the forearm and when the guide wire was removed, it was noticed that the wire had broken into two pieces. The smaller piece, (slightly larger than the radiopaque tip) remained in the patient's artery. A vascular surgeon was required to make an incision and remove the separated piece. There was no major complications; however a clinically significant delay in procedure was reported. The patient is doing well. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.d9, h3 - the device was initially reported as returning for analysis but has now been reported as not returning.